Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01522. Additional information received indicated surgical intervention was undertaken and both leads located at the s3 vertebral level were explanted and replaced. Patient is in stable condition and therapy has been reportedly resumed.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01522. It was reported the patient complained she had not been receiving adequate therapy from the drg leads for approximately 3 weeks. X-rays were taken and showed 1 of the 2 leads placed bilaterally at the s3 vertebral level had migrated. Patient desires to have both leads replaced. Surgical intervention may take place at a later date.